Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation noted that the jaw operated properly upon actuation of the handle but failed a grasping test. The jaw was loose when the handle was compressed. The instrument was energized at full power for one minute and registered a mechanical fault. The device was disassembled and damage to the probe housing grove was observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap. Living donor nephrectomy, the device would not cut tissue well. Another opened to continue the procedure. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.